Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The cause for the reported issue with the irrigation port remains unk. However, a quality improvement project was initiated to address the irrigation port issues.

Event description:
It was reported the tubing of the irrigation port was shorter than expected and tore while being used on the pt. There were no consequences to the pt.